Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. The physician stated that the plunger did not feel right when it was depressed and upon removal from the patient, the capsule was still attached to the delivery system. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.